Event description:
Patient arrived for standard battery replacement and surgeon noticed that both leads were kinked. Patient had not given consent for lead replacement at that time. Lead replacement was scheduled for later and were replaced without complication.

Manufacturer narrative:
It was discovered during a battery replacement that existing leads were kinked. Additional surgery was scheduled for lead replacement. Patient is now doing fine. Explanted leads were disposed of therefore no further actions to be taken.